Manufacturer narrative:
Additional information received on 17-oct-2019 that the event occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with sign of fluid ingression on device. Event history log review was performed and found no disposable, high pressure and e1836 error message. Visual inspection and functional check were performed. The investigation found the pump was double beeping and fluid ingressions on the chassis base by the occlusion sensors. According to the investigation, the reported "double beep with cassette" issue was caused by fluid ingressions. The investigation recommended the pump downstream and upstream occlusion sensors with optical switch be replaced to address the error code issue. According to the investigation the problem source of the reported problem is user interface (fluid ingression / main body / barrel clamp seal). This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
Information received a smiths medical cadd-legacy 6400 pump device alarming and double beeping no disposable clamp tubing, with code 1836. No adverse patient events reported.

Manufacturer narrative:
Device evaluated by MFR: one cadd solis vip pump was received with no physical damage found on the pump. There was no evidence of the reported "failed occlusion" error in the event log. Occlusion tests were performed and both occlusion sensors passed. The cause of the issue could not be determined because both occlusion sensors were in specification and no physical damage was found on both sensors. The downstream occlusion sensor was replaced and the upstream sensor was re-calibrated as preventative measures. There was no problem found with the returned pump.

Event description:
Additional information was received that the pump failed flow test while being tested. There was no patient involvement.